Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported during reprocessing, damage to the biopsy port and prevention of connection to the orange and brown ports in the automatic endoscopy reprocessor, involving an olympus cysto-nephro videoscope. The customer suspected that the cause of the prevent of connection was due to the damage of the biopsy port. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 corrected fields: e1- fax number null based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.